Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. Due to a cut on bending section cover, water tightness was lost. In addition to evaluation in b5, the tee nut was loose. Due to deformation of lock engagement knob, lock engagement knob rotated concurrently. Due to deformation of lock engagement lever, up/down knob could not be locked securely. The switch button1 had a cut. The suction cylinder was deformed. The scope cover plate was peeling. The adhesive on the bending section cover was detached. The bending section adhesive has cracked, damaged, or deformed parts. Due to wear of angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during reprocessing a leakage at the bending section of the evis exera ii ultrasound gastrovideoscope was discovered. There was no report of patient harm associated with this event. During incoming inspection, there was a gap between the acoustic lens and ultrasound probe. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between acoustic lens and ultrasound probe could not be determined, however, the issue is likely the result of wear due to customer handling. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.